Event description:
MFR's response received on 2/13/97: the functionality of syringes with this condition have not been found to be compromised. Based upon an initial evaluation and subsequent incident specific evaluations this condition does not compromise volumetric accuracy which is required by intl standards (iso) to be within +/- 5%. It appears that the cause of this unacceptable aesthetic condition was attributed to an unforeseeable combination of conditions, including: slight misalignment during the assembly of the plunger rod/stopper into the syringe barrel, distribution (as opposed to quantity) of medical grade lubrication (a component in all disposable syringes) within the barrel, and the sensitivity of the new stopper design to these conditions. Co's mfg facility is in the process of clarifying the specifics of these root causes and developing corrective actions for this condition.